Manufacturer narrative:
(B)(4). Battery pack s/n (B)(4) was received in good condition. The battery pack was disassembled and examined. There were no visual signs of external battery leakage. The battery contact gap was within specifications. No issues noted with battery pack to cause excessive heat.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was being used with unknown color gst cartridges and gore seamguard buttressing. On the first two firings, the device locked-out and would not fire. It was noted that the battery seemed hotter than normal, but not hot enough to potentially burn anyone. The bmi and gender of the patient were unknown. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m5328k. The analysis found that one plee60a device was returned in good visual condition and with one gst60g cartridge loaded on the device. The reload was received fully fired and with the cartridge pan partially dislodged and damaged. Upon further analysis the cartridge body was noted to be broken in two pieces. One possible cause for the found damage on cartridge and pan could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.